Manufacturer narrative:
A steris service technician arrived onsite to inspect the 5085 surgical table was unable to duplicate the event and found the table to be operating properly. Unrelated to the reported event, the technician found damage to the table leg cover and leg section. No issues were noted with the function or operation of the table that would have caused or contributed to the reported event. The technician has ordered the parts to repair the table leg cover and leg section. Based on the technician inspection results, the root cause of the event could not be determined. A steris account manager contacted the customer to offer to conduct an in-service presentation on the proper use and operation of the 5085 surgical table, the customer has not yet responded. No additional issues have been reported.

Event description:
The user facility reported that during the process of transferring a patient after the conclusion of the procedure their 5085 surgical table unlocked and the patient had to be stabilized. The procedure was completed successfully. No report of injury.